Event description:
Per the audiologist, the pt's flange fixture "spontaneously extruded" in 2008. Replacement of the fixture is planned, but a surgery date had not been reported at the time of this report.

Manufacturer narrative:
The type of event is addressed in the device labeling.